Event description:
The stryker adm cup has been in use for 3 months at this facility. When using a mdm liner with a adm cup, it is difficult to calculate the liner needed. Only the vendor knows this-the packet was not marked well. Patient had to have an additional surgery to replace with a larger cup. This is the second incident at our facility. This patient will need surgery in the future.